Event description:
Patient was revised to address poly wear of the insert and severe osteolysis. The femoral component was also loose at the cement/bone interface; however, the cement manufacturer is unk.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did show any other reports against the lot code. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. Provided information stated the product was not suspected of failing to meet specifications. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.